Event description:
It was reported the patient had their device placed in 2011 for incontinence and was on 5 pads and initially dropped to no pads. It was stated the patient recently started having problems with incontinence and not feeling that the device was working as well. It was noted the impedance were fine and the battery life was showing 29-42%. Reportedly, when the healthcare provider used the clinician programmer it told them what they had used and the percentage of time for each program was showing 0%. It was stated the patient was changing programs and changing the settings and no noticing any difference. It was noted it said total hours used was 8738 and the highlighted program was 1 but 1, 2, 3 and 4 were all showing zero percent and this started a few weeks prior to report. It was reported the patient had a colonoscopy a couple weeks prior to report in (B)(6) and after that is when the problems started. It was stated they did do cautery to remove polyps and the device was not turned off. Reportedly, the device was still on after the procedure and no power on reset (por) was noticed on the clinician programmer. It was noted the patient also had a plasma injection in the spine on (B)(6) 2014. It was stated the healthcare provider changed the patient from program 1 to program 4 the day of report and changed the amplitude. It was noted the clinician programmer and the patient programmer showed the implantable neurostimulator (ins) was on the day of report with a voltage of 1 volt and pulse width of 210. It was stated the patient was feeling stimulation on all programs but higher voltage was needed than what is was before. When asked about the impedances again the healthcare provider said that contact pairs 0-2 and 0-3 were showing greater than 4000 ohms. It was noted they took the impedances about a year ago and 3 of the contacts were showing greater than 4000 ohms at that time. The healthcare provider stated the impedances ranged from 616 ohms to 2085 ohms. It was noted they were going to reprogram the patient¿s device to see if that helped the patient.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v646604, implanted: (B)(6) 2011, product type lead. (B)(4).